Manufacturer narrative:
Evaluation method: the device was not returned due to patient has (B)(6). Additional manufacturer narrative: the device history record review is in process.

Event description:
Reportedly, the sales rep was contacted by the hospital regarding a (B)(4) tricuspid ring. The surgeon indicated this event was a failed implant and the ring was ultimately replaced with a model 7300 valve. Per the operative report, "came off bypass and looked at the tricuspid and mitral valve. The mitral valve looked fine, but ther was with open tricuspid regurgitation...the tricuspid valve ring was removed...sized for a 25 [mm] tissue valve and sewed this in place and this fit nicely and there was no regurgitation...the patient tolerated procedure, taken back to the intensive care unit for further care."

Manufacturer narrative:
(B)(4). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. In this case, after the attempted repair, the patient's native valve was replaced with a prosthetic valve. Overall, based on the information available, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event.